Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2, b3: date estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device relative to a thrombectomy procedure. Reportedly, the proglide device was used within days of a common femoral artery endarterectomy at same access site that was closed via surgical suturing. After the foot was deployed in step 1, the proglide device was retracted for tactile sensation of the foot against the anterior wall of the artery but in doing so the foot broke the previously placed surgical sutures. The patient began to bleed and hemostasis was unable to be achieved. The patient was taken to the operating room for surgical repair. The patient expired at a later date. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Medical review concluded the patient¿s cause of death is most likely due to hemorrhagic shock and the proglide device was only indirectly involved as it was used for the procedure related to interaction with the previously placed suture. The reported patient effects of effects of death, hemorrhage and vascular injury are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.